Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had recurrent red heart, continuous beeping, low flow hazard alarms that were difficult to control with medical treatment. A 2.0 l alarm threshold was installed and the amount of alarms reduced directly. The patient was hemodynamically instable.

Manufacturer narrative:
Manufacturer's investigation conclusion: although log files were not provided by the account, the reported low flow alarms were confirmed through the onsite evaluation by an abbott representative. Additionally, a direct correlation between the device and the reported events could not be conclusively determined through this evaluation. It was communicated that due to patient privacy laws, the managing hospital will not communicate any further information. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 instructions for use (IFU) and heartmate 3 patient handbook are currently available. Section 1 of the IFU lists potential adverse events, including right heart failure, that may be associated with the use of the heartmate 3 lvas. This section also addresses pump parameters, including pump flow. Section 4 of the IFU describes the pump flow display and the hazard alarms and explains that changes in patient conditions can result in low flow. Section 6 of the IFU states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 7 of the IFU and section 5 of the patient handbook outline system controller alarms, including the low flow hazard alarm, and provide information regarding how to respond to and troubleshoot the alarms. Following software upgrades, the heartmate 3 lvas pocket guides to alarms for patients and clinicians explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the hemodynamic instability was due to difficult medical treatment and prolonged adjustment of medication. There was a slightly decreased right ventricular function but it was not severely impacted. The patient experienced symptoms of less physical capacity and mobility. Device related issues did not contribute to right heart failure. No log files were provided for evaluation. Due to privacy laws, the managing hospital would not communicate deep detailed patient information.